Event description:
False negative result(s). Two false negatives 48 hours apart. Confirmed positive with a pcr test at urgent care the same day I took the last one of these. If I hadn't gone in to get an accurate test, these ones could have caused me to miss an effective treatment window.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.